Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2014. Coronary angiography on (B)(6) 2014, showed double vessel disease. It was reported that one 3.5x28mm xience xpedition stent was implanted in the proximal left anterior descending coronary artery with 85% stenosis; which was one of target lesions. The patient was discharged on (B)(6) 2014. On (B)(6) 2014, the patient was re-hospitalized for chest pain/unstable angina pectoris. The patient was monitored for electrocardiogram but no coronary angiography records. Medication was given. The patient was discharged on (B)(6) 2014. On (B)(6) 2014, the patient was re-hospitalized again for unstable angina pectoris. The patient was monitored for electrocardiogram but no coronary angiography records. Medication was given. The patient was discharged on (B)(6) 2014. Per physician, the relationship between the event may be related to the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect(s) of angina is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.